Event description:
Pt originally had a left total knee replacement (tka) in 1998. Pt had increased stiffness and pain of joint. Diagnostic and operative arthroscopy performed in 1999 revealed problems with knee replacement components. In 1999, surgery performed to replace implant. Spacer examined arthroscopically and found that the post had delamination and plastic deformity, cracks in anterior portion of medial and weight bearing surface. Spacer removed and replaced.